Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with broken reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at the display window corner, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump battery was needing to be changed every other day. The customer did not use rechargeable batteries, no weak battery alert was received, and the batteries were not previously used. The customer reported excessive button pressing. There were no unattended alarms and the customer did not perform daily set rewinds. The customer was sent a replacement battery cap but the issue persisted. The blood glucose reading was 134 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.